Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00342320-1644408-2021-01197, 931-36-756, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Dislocation.